Manufacturer narrative:
It was it was identified that the customer had assumed that isoflex lal (a gel support surface) was an air mattress rather than a gel mattress. It was identified that an air mattress may be better suited for this account's needs. The customer's isoflex lal units were replaced with isoair units (an air support surface).

Event description:
It was reported the patient's skin broke down on the mattress. The wound care specialist reported the patient presented with an existing deep tissue injury and was susceptible to bruising, but that a wound of unknown origin developed below the left scapula while the patient was using the mattress. The wound care specialist reported that the wound was treated with iodosorb.

Event description:
It was reported the patient's skin broke down on the mattress. The wound care specialist reported the patient presented with an existing deep tissue injury and was susceptible to bruising, but that a wound of unknown origin developed below the left scapula while the patient was using the mattress. The wound care specialist reported that the wound was treated with iodosorb.